Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded suspected ventricular fibrillation (vf) episode and the clinic suspects undersensed and treated as a ventricular tachycardia (vt) rather than a torsade du point vf. The patient was hospitalized and the plan is to adjust the programming of the device, the clinic is considering lowering the vt zone to 190 bpm and the vf zone to either 210 or 220 bpm and lower detection time in both zones. Boston scientific technical services reviewed the available latitude data but cannot make an evaluation with these type of data to determine what kind of undersensing was noted, whether it is functional undersensing or true undersensing. Boston scientific technical services provided programming optimization options. No additional adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded suspected ventricular fibrillation (vf) episode and the clinic suspects undersensed and treated as a ventricular tachycardia (vt) rather than a torsade du point vf. The patient was hospitalized and the plan is to adjust the programming of the device, the clinic is considering lowering the vt zone to 190bpm and the vf zone to either 210 or 220bpm and lower detection time in both zones. Boston scientific technical services reviewed the available latitude data but cannot make an evaluation with these type of data to determine what kind of undersensing was noted, whether it is functional undersensing or true undersensing. Boston scientific technical services provided programming optimization options. The physician at the clinic has already decided to not adjust the agc floor but only change the zone configurations so the patient now has a vt-zone from 180bpm and a vf-zone from 210bpm, both with short detection times. No additional adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.